Manufacturer narrative:
The lot associated with this event was not reported and remains unknown; therefore a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
Limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2014 and (B)(6) 2015. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision. This record is associated with the device implanted (B)(6) 2014. This is the same event and the same patient reported under MDR # 1000306051-2023-00183 (abbvie complaint # pr (B)(6)).

Manufacturer narrative:
A review of the device history record for strattice lot s11301 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. A relationship between the strattice and this event could not be conclusively determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
On 02/oct/2023, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent a ¿ventral¿ and was implanted with strattice device on (B)(6) 2014. The patient underwent a ¿ventral hernia repair, wound closure, and abdominal hernial repair¿ on (B)(6) 2014 and on (B)(6) 2015. On (B)(6) 2015, patient had additional strattice device implanted for ¿ventral hernia.¿ on (B)(6) 2016, patient underwent ¿excision and irrigation and debridement (I&d)-wounds and removal of retained mesh.¿ as per the ppf form, the patient claims the implantation and failure of the mesh caused ¿no longer has any abdominal muscle,¿ ¿extremely self-conscious,¿ ¿constant pain,¿ ¿multiple abdominal hernia defects with panniculitis and an abdominal wall abscess.¿ patient also ¿is prescribed hydrocodone that [patient] takes all the time, and [patient] is starting to feel the long term effects.¿ the form lists the conditions that were treated were ¿recurrent incisional hernia (abdominal hernia defect)¿ and ¿abdominal wall abscess with approximate dates of treatment as (B)(6) 2015 and (B)(6) 2016.